Event description:
Healthcare professional reported rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed, as unidentified (tear) opening (shell thickness was within specification). No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, rupture. Device has been explanted. This record relates to the left side.